Event description:
The consumer stated that the test strips from the second vital in the box gave erroneously high blood glucose readings. Initially she could not understand why her glucose reading was high, and her doctor adjusted her medication dosage. The glucose readings were still high, so she used her husband's analyzer and test strips and got a reading of 111 vs. 259 with the suspect strips. The consumer had not had a problem with the strips from the first vial in the box, but no longer had the vials to verify that they both had the same lot number on them as what was on the box. There was nothing unusual about the appearance of the strips.